Event description:
It was reported that the patient died. The patient presented for an emergency procedure. The 97% stenosis was located in the right coronary artery. A 3.00mm x 10mm wolverine coronary cutting balloon monorail and 3.00mm x 48mm synergy were selected for use. During the procedure, after bed preparation of wolverine, a 3.00 x 48 mm synergy stent was deployed. The patient was having pain and breathing problems during the procedure but there were no complications immediately following the implant of the synergy stent. The patient was taken to the ccu and started having hypotension and chest pain. Cardiac pulmonary resuscitation was performed, but patient had cardiac arrest and died the next day. The cause of death was cardiac arrest. The physician was not sure if either the wolverine or synergy caused or contributed to the patient death. The stent remains implanted.